Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that the navigation system was not previously charged well overnight and that the navigation system powered down when being transported in the operating room (or).

Event description:
A site representative reported that, while in a cranial resection, the navigation system shut down without prompt from the user. It was reported that the navigation system was restarted to restore functionality. There was a reported delay to the procedure of less than 5 minutes due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through product and/or version confirmation. Analysis found that they had not charged the system well than night and it died while they were moving it. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.